Event description:
It was reported that the caller did not observe drops of insulin at the end of the tubing during the fill tubing step of the load sequence, and a cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer was instructed to disconnect the tubing at the t: lock and fill the tubing. Tandem technical support followed up with the customer, leaving a voicemail and arranging to send replacement cartridges along with a new pump. Caller will continue to use current pump.